Manufacturer narrative:
The software data logs were returned to the manufacturer for further evaluation on (B)(4) 2013.

Event description:
It was reported by the subsidiary associate that a pump jam occurred on the cardioplegia roller pump. No other details regarding the nature of this event were provided.